Event description:
Device sent to pathology for testing. Failure noted during or and replaced in same surgery with properly functioning valve. Failure was described as intermittent opening of the posterior leaflet.